Event description:
Physician planned to do prka followed by ptk. Laser programmer put in info for ptk first. The surgeon believed that a prka was being performed. On review of the printout at the end of the first procedure it was realized that ptk was performed rather than prka. The peripheral ptk proceeded with apparent complications.